Event description:
It was reported that an ilet user experienced sustained hyperglycemia in the 300 mg/dl range with a horizontal trend and a concurrent fingerstick of 335 mg/dl after a recent infusion set change and issuing a lunch announcement without eating. Symptoms included hyperglycemia. Outcomes included the glucose returning to range after monitoring and hydration. Investigation included review of device reporting and user counseling on appropriate use. Investigation of this case revealed no device malfunction, with contributing factors including user-issued meal announcement without carbohydrate intake and recent infusion site change, while the specific root cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.